Manufacturer narrative:
A 1. Patient identifier: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
Patient received an index non-ischemic ventricular tachycardia cardiac ablation on (B)(6) 2024. On (B)(6) 2024, the patient experienced hemopericardial tamponade (ae#1) categorized as moderate and serious defined by in patient / prolonged hospitalization with a start date of (B)(6) 2024. Relationship to study device is not related and relationship to the index study procedure is causal. The adverse event is expected/anticipated. The outcome is recovered / resolved with an end date of (B)(6) 2024. Intervention was monitoring of subxyphoid pericardial drainage of hemopericardial tamponade during endoepicardial vt ablation. On (B)(6) 2024, patient experienced pericarditis (ae#2) categorized as moderate and serious defined by in patient / prolonged hospitalization with an admission date of (B)(6) 2024 and a discharge date of (B)(6) 2024. Relationship to study device is not related and relationship to the index study procedure is causal. The adverse event is expected/anticipated. The outcome is recovered/ resolved with an end date of (B)(6) 2024. Intervention was medication. Follow up is being conducted to clarify the date of the index procedure and the date of when ae#1 occurred.

Manufacturer narrative:
The device investigation has been completed which included performing a manufacturing record evaluation (mre). The manufacturing record evaluation was performed for the finished device number lot 31430199l and no internal action related to the complaint was found during the review. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received and it was indicated that the admission value has been changed to 12-nov-2024. Patient information section was updated and the patient¿s age and sex were updated. Medical history has been updated and ¿congestive heart failure class ii (controlled), ICD implanted in 2012¿ has been added. The code of cardiac perforation was added. Therefore, h 6. Health effect - clinical code was updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).